Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer blood glucose was 300-465 mg/dl with high ketones. Elevated blood glucose was addressed with a bolus via the pump. On (B)(6) 2021 customer went to the emergency room (ER) for diabetic ketoacidosis. Customer was treated intravenously with fluids of saline and insulin, and was released from the ER 5 hours later with the issue resolved and no permanent damage. Tandem technical support walked caller through system check and the pump is functioning as intended. Customer changed pump supplies and successfully resumed insulin delivery.